Event description:
It was reported that during a da vinci-assisted surgical procedure, the cadiere forceps instrument was observed to have a broken tip. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the cadiere forceps instrument involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the customer reported complaint and the instrument was found to have a broken grip at the grip base. A piece approximately 0.21" x 0.62" was found to be broken off the yaw pulley. The broken piece was not returned. No additional damage was found on the instrument. This failure is most commonly caused by mishandling/misuse, such as excess force applied to the instrument jaws. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA.